Event description:
This rv lead was implanted on (B)(6) 2002. A call to technical services on 10/01/2011 states that there was a red alert for high shock lead impedance detected. Reviewed the lead measurements - prior to yesterday's readings, all were in the 50's and high 40's - this is the only reading that is out of range. No events in logbook since on (B)(6) - patient has never received shock outside of induction at implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).